Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb safety mechanism failed it was reported by customer that the needle safety is popping off instead of flipping over the needle. Rcc received a complaint via email. I received notice that we are having issues with the below item. The needle safety is popping off instead of flipping over the needle ¿ as designed. This has occurred specifically with the below lot number. The department is pulling the involved lot ¿ as we are concerned of needle sticks. Bd eclipse needle 25gx1¿ ¿ lot # 4237565 exp: 8/31/2029 mfg date: 9/1/2024.

Manufacturer narrative:
Our quality engineer inspected the 33 representative samples submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. Samples were subjected to a safety shield inspection to check for hub hook breakage with no abnormalities observed. Samples were subjected to an activation/ locking force test and samples were within specification. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.